Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. There is no adverse event associated with this complaint. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2018; data for the date of the issue reported to have occurred (B)(6) 2017 had been overwritten due to continued use of the device by the patient. The available data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rate target. On investigation, the pump powered on normally and ez-prime steps were completed correctly. The pump was exercised for 12 hours and delivery accuracy was noted to be accurate per the program. The device was found to perform within specifications. Investigation did not confirm nor duplicate an inaccurate delivery issue.